Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. Patient had one lesion treated. Three endeavor rx drug-eluting stents were implanted to mid lad as treatment of the target lesion (ref MFR #2953200-2010-01009, 2953200-2010-01010). It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available.

Manufacturer narrative:
(B) (4). Results: (mi).